Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/13/2014 with the following findings: several cs-054 'call service alarms', which can be mistaken for the type of issue that was reported, were observed in the black box data. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The battery compartment was observed to be intact. The pump was exercised for 24 hours, during which no power-related events were observed: the reported power issue was not duplicated. The battery cap contact measurements were found to be within the specifications. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.